Event description:
The hcp reported the pt was experiencing a return of spasticity and "too much drug in reservoir at refill." A catheter dye study was done and reported as normal. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.